Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of non-sustained right ventricular oversensing (nsrvo) noted due to post-paced t-wave oversensing. Technical support was contacted and recommended reprogramming to resolve the event. The patient was stable with no consequences.